Event description:
It was reported that during a stone lithotripsy procedure, the first fiber used emitted a vibrating noise coming from the distal end of the fiber. A second fiber was used, but the fiber broke off in the kidney, leaving a piece that was retrieved from the patient. The procedure was completed using the first fiber without patient complications. This complaint is for the second fiber.